Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient arrived to infusion around 10:30am the day after hookup stating pump was alarming last night so he turned it off. Re-educated on phone numbers and proper channels for troubleshooting to address. There were no alarms during the infusion. There was a delay in treatment. The pump was exchanged for the patient's previous pump that had been brought in. No additional information. No patient injury.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the expulsor; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue.